Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb assembly was evaluated and reseated during the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported functionality was lost from both system monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.